Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value was not provided and cause was unknown. A manual injection was administered to address bg. No additional information was provided and the customer did not respond to multiple follow-up attempts.